Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the cannula cap was not attached to the cannula tabs.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and absorbable straps were used to secure the mesh. During the procedure, the cap of the cannula fell off and was not retained in the patient. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Returned device was fully dispensed, however, the visual characteristics and the functional ones make this device acceptable to work normally. No straps were found inside cannula spindle. Upon disassembly, no damage is evident on internal components and no conclusions can be drawn about why cannula cap fell off from cannula tabs.